Event description:
A healthcare facility in virginia reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had "melted". The hospital further reported that veletri was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint device mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the information provided by the customer, our previous investigations of similar events and our knowledge of the product. Results: the customer reported that a mr290v vented autofeed humidification chamber had "melted". The hospital further reported that veletri drug was used. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. It should be noted that veletri drug which contains sodium salt was used. Sodium salt is highly corrosive to aluminium. The presence of this solution could cause degradation of the aluminium plate over time. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use usp sterile water for inhalation or equivalent."

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had "melted". The hospital further reported that veletri was used. There was no patient consequence.